Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis occurred. (B)(6) 2008 a taxus liberte stent was implanted in the mid right coronary artery (rca). (B)(6) 2009 4.00 x 28 mm and 4.00 x 12 mm promus stents placed in rca. (B)(6) 2011 the subject presented due to right sided sharp chest pain radiating to the back and left side of chest and shortness of breath with lower extremity swelling. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. During the index coronary angiography, 50% instent restenosis of unknown stent in mid rca was noted. The physician implanted a 3.00 x 12 mm taxus liberte stent in the proximal left circumflex and a 3.50 x 16 mm taxus liberte stent in the 2nd obtuse marginal. No patient complications were reported. The patient was discharged the following day on aspirin and prasugrel.